Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. The tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 13mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the markerband that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID #: (B)(4). Tw#: (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-07379. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery. A 2.5x220 coyote balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and dilatation was performed with a 2.0mm nc coyote balloon catheter. Subsequently, a 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for further dilatation. However, during the third inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-07379. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery. A 2.5x220 coyote balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and dilatation was performed with a 2.0mm nc coyote balloon catheter. Subsequently, a 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿balloon catheter was advanced for further dilatation. However, during the third inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.